Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned. The helix/lobe was distorted/bent. The distal conductor had blood/fluid obstruction. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. There was apparent damage at implant. The lead was returned with the helix stretched and distorted. The helix could not be tested when the lead was returned in this condition.

Event description:
It was reported that during an implant attempt, the helix of the lead would not retract after "whirling out." The lead was explanted and replaced. No patient complications have been reported as a result of this event.